Event description:
During the resuscitation of a 68-year-old male patient in cardiac arrest, the autopulse nxt platform (B)(6) illuminated an intermittent alert yellow triangle indicator. The nxt platform continued to compress, but the batteries had to be swapped out. The customer does not believe the issue is related to a low battery because the alert yellow triangle indicator illuminated before the battery became low. No harm to the patient and no delay in care were reported.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The customer's complaint that the autopulse nxt platform (B)(6) displayed an intermittent yellow triangle alert was confirmed during the archive data review but not during functional testing. No device malfunctions were observed during testing, and the nxt platform functioned as intended. The archive data indicated the occurrence of fault 1210 (fault_motor_sensor_low_during_compres): motor current too low during compression hold. Based on the archive log review, the platform was used for 22 minutes (1759 compressions). During the treatment, multiple fault 1210 were triggered, and the yellow alert triangle indicator illuminated. The platform was then manually stopped by the user. The patient's size is classified as small (120-150 lbs.) With medium stiffness, similar to the mztf (medium zoll test fixture). Based on the archive data, the user appears to be handling the band when the start is selected. Therefore, the likely root cause of the intermittent fault light related to fc 1210 was user error (band interference). The nxt platform passed the functional testing without any faults.the nxt platform was tested using mztf until the battery was completely discharged, with no faults or errors detected. The nxt platform functioned appropriately and performed as intended. Following the service, the autopulse nxt platform passed the final tests without issues.